Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One imp,tsv,mcol mg,3.7mm,11mm (tsvmb11) was returned for investigation. Visual inspection of the as returned product identified significant wear and bone tissue attachment. The collar is almost entirely fractured off. Appropriate documentation was reviewed DHR review was completed for the subject lot number 62616439. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa complaint history review was performed for the reported lot number (62616439) for similar event and 2 other complaints were identified under cmp0349982 and cmp-0354118. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: h3: device evaluated by manufacturer: change 'no' to 'yes.'

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant was removed due to fracture.